Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir right side suspected/actual rupture/deflation, change shape/size/style. Device was explanted.